Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had hip and foot pain, stimulation was too high. They had patient decrease stim and they felt comfortable. Patient was experiencing bladder incontinence a symptom. Patient had under control before starting evaluation. Patient had been changed from program #1 to program #3, patient tried program #2 but get cramping in leg instead of stimulation. Patient had been changed to new program in hopes of improvement. Patient was afraid that they might be getting constipated since they were only going once a day now. They also mentioned having a prolapsed bladder and a lot of leakage. Stim was causing toes to curl, had patient turn down stim from 1.1 to 0.9. Patient mentioned toe curling from yesterday. Patient was not experiencing that today. Patient mentioned today that they were afraid that they were getting constipated because they had not had a bowel movement today and only one yesterday. Patient stated to not have had a bowel movement. Patient was having bloating and leakage. Patient was feeling stimulation ok in their leg. Patient stated that they called doctor and was waiting on call back. Patient have device removed (B)(6) 2017. Patient stated that their bowel movement reverted back to symptoms, patient also experienced charlie horse in their leg. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.